Manufacturer narrative:
Device evaluation by manufacturer: an initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, removal difficulties occurred. The lesion and anatomy details are unknown. The rotablator rotalink plus 1.5mm burr became stuck in calcium and the device "made a lot of noise". The physician first thought that the noise came from the "motor" of the burr which leaked, so they changed the "motor". Then it was determined that the burr was stuck. The physician "pulled on the burr" and removed it from the patient without any further issue. No patient complications were reported and patient status is listed as stable. Additional information has been requested and is not available.